Manufacturer narrative:
W/o a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
Pt status post plate and screw implantation of the 5th metatarsal on (B)(6) 2011 returned to surgeon in (B)(6) 2011 for f/u visit. X-rays showed all hardware intact with healing. Pt returned to surgeon on an unk date complaining of onset pain. X-rays showed two broken screws and a non-union. Pt returned to operating room on (B)(6) 2011, all hardware removed and revised to new plate, screws and bone graft. This is three of six reports for this event.